Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information has been provided in h6, upon review it was identify that the codes were missing on the initial report. (F2303 and e0506). Additional information was provided in d9, the device has been received for evaluation, and the investigation is under way.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 83 year old male patient was treated with an ejection fraction of 20 % for a hight risk pci. Patient was on respiratory support. Acces site via the right femoral artery with ultrasound guidance and micropuncture set. Multiple access sites were obtained for the complex pci. Poor positioning and low flow were noted. A hematoma around the peel away was identified - without any further information slight mitral regurgitation was noted following the case. Wire removed and device started in auto flow initially 3.2l. Position optimized as able, volume given. Md then utilized single access with companion sheath for portion of intervention in combination with right radial access and lfa access. Multiple challenges noted throughout procedure. Ultimately patient received stent to lad utilizing rotablator and multiple balloon dilations and ivus. Impella explanted before leaving ccl and pt transported to cvicu for close monitoring.

Manufacturer narrative:
H6, medical device problem code: a24 has been replaced with a140508.